Event description:
A user facility reported to olympus that error "b30" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the evaluation reproduced the error code b30 due to a faulty scope socket and scope ID data communication failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the processor was tested and the issue of ¿no image¿ was confirmed along with the ¿error code b30¿ being displayed. These errors were determined to be due to the defective output socket. However, connection was still possible. Other inspection findings: an accumulation of dust was also found inside the block during disassembly. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿avoid using the video system center in a dusty environment. This may damage the video system center. Confirm that there is no dust on the ventilation grills. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating.¿ olympus will continue to monitor field performance for this device.